Event description:
Treatment of a cavernous (cav) aneurysm. During the procedure, it was reported that the middle portion of the pipeline did not fully open and a balloon was used to achieve full wall apposition.no injuries to the patient were reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation was it was implanted in the patient. Use of a balloon is recommended in the instruction for use. (B)(4).